Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The patient presented with acute myocardial infarction (ami). The target lesion was located in the left anterior descending (lad) artery. A 185cm kinetix¿ guide wire was selected and advanced into an unspecified torque device via an unspecified wire introducer without difficulty; however as the wire exited the guide into the vessel, it was noted that the tip was prolapsed and became detached. Fluoroscopy revealed that the tip passed down the descending aorta. The detached tip was able to be snared and was successfully removed from the patient¿s body. An unspecified guide wire was then advanced. Dilatation was performed using an unspecified balloon catheter. An unspecified stent was implanted and the procedure was completed. No further patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. Returned product consisted of a kinetix guidewire. There was contrast on the outer surface of the device. The guidewire was completely separated 2cm (high torque sleeve) and 3cm (corewire) from the tip. Magnified inspection of the fracture surfaces appear to be consistent with separation due to ductile bending overload. The corewire was protruding through the high torque sleeve. There were numerous kinks throughout the guidewire. There was no damage or irregularities to the bonds. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The patient presented with acute myocardial infarction (ami). The target lesion was located in the left anterior descending (lad) artery. A 185cm kinetix¿ guide wire was selected and advanced into an unspecified torque device via an unspecified wire introducer without difficulty; however as the wire exited the guide into the vessel, it was noted that the tip was prolapsed and became detached. Fluoroscopy revealed that the tip passed down the descending aorta. The detached tip was able to be snared and was successfully removed from the patient¿s body. An unspecified guide wire was then advanced. Dilatation was performed using an unspecified balloon catheter. An unspecified stent was implanted and the procedure was completed. No further patient complications were reported and the patient¿s status was fine.